Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and required daily charging to stay on. Additionally, it was reported that the pump did not deliver the requested amount of insulin when the cartridge contains less than 50 units of insulin left. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support, or to provide additional information.